Event description:
It was reported, that guidewire entrapment and distal tip detachment occurred. The target lesion was located in the moderately tortuous, and severely calcified vessel. A 014 300cm/short taper/straight thruway guidewire was used in the procedure. However, during withdrawal, the guidewire was stuck in the jetstream. After removal, it was found, that the distal tip of the of the guidewire was broken in the same place, as a piece of calcium. There were no patient complications reported. And the patient was discharged.